Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, when the physician went to remove the second leg assembly, he encountered some resistance, and the sleeve tore at the tack weld and detached. The detached sleeve piece was removed from the patient. Reportedly, the lead suture also detached from the leg assembly, but did not fall loose inside the patient. The procedure was completed with this uphold device with no complications to the patient, who was stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, when the physician went to remove the second leg assembly, he encountered some resistance, and the sleeve tore at the tack weld and detached. The detached sleeve piece was removed from the patient. Reportedly, the lead suture also detached from the leg assembly, but did not fall loose inside the patient. The procedure was completed with this uphold device with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not received for analysis. Only the solid blue leg assembly was returned. Visual analysis of this leg assembly revealed that the sleeve was in three pieces, consistent with both tearing and cutting. In addition, peeling and fraying were observed on the distal end of the dilator. The needle remained attached to the suture. The cause for this event could not be determined.

Manufacturer narrative:
(B)(4)